Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient's right femur was revised due to peri-prosthetic fracture after a fall. Patients femur was revised to restoration modular and insert was revised to mdm. Patients initial surgery was on (B)(6) 2003. Awareness date is today. No implant returns per hospital policy. All information on this patient that the facility has is included on this pii." Spoke to rep. Patient's femur was fractured. The liner was revised prophylactically due to the patient's age. Rep provided the primary usage sheet, confirmed there are no allegations against the revised head or liner, and re-confirmed no further information will be released by the hospital or surgeon.